Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-03316. The patient has 1 model 3286 scs lead and 2 model 3146 scs leads (same lot number). It was reported the patient (B)(6) is unable to increase stimulation and is not receiving effective stimulation. It was also reported diagnostics showed invalid impedance values on one of the 3146 scs leads. An sjm rep was unable to resolve the issue with reprogramming as abdominal stimulation occurred. X-rays identified the 3286 scs lead has migrated. Surgical intervention will be taken at a later date to address the issues.